Manufacturer narrative:
The customer's complaint history was reviewed for the last 12 months; this is the first event reported regarding this issue for this facility. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk. (B)(4).

Event description:
A customer reported the surgical technician had a reaction to the gloves. Additional information was received indicating this issue has been ongoing since last year, but was just recently reported. The technician has seen an allergist and was told that the reaction could possibly be from some kind of protein that may be in the gloves because the gloves were latex free. The technician was contacted and he reported that his allergist has diagnosed him with a latex/rubber allergy. He is not currently having any reactions as he is no longer using the reported gloves. He is now treating the residual dry skin with moisturizing lotion. The technician reported the allergist stated he would need to use vinyl gloves that contain neoprene and not poly isoprene as this was the contributing factor for his reaction.